Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed away due to hypoglycemia while wearing his insulin pump. The customer's wife stated that the customer was alone at the time without anyone attending him. Nothing further was reported.